Event description:
A customer reported receiving a minimum fill notification. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted to reload a cartridge with less than the recommended 80 units of insulin. Technical support provided education on the recommended amount and cleaning procedures, and the customer chose to follow these steps independently, declining further assistance.